Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 19 in the patient's mouth, the implant did not achieve osseointegration in type I bone. The clinician noted the patient's pain, swelling and numbness. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
The date the report was sent to the manufacturer was updated to 07/17/2019.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site 19 in the patient's mouth, the implant did not achieve osseointegration in type I bone. The clinician noted the patient's pain, swelling and numbness. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.